Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, end user says the holes do not appear to be punched correctly (not smooth around holes). Says the area around the holes are "bulged up" leaving the eyelets rough rather than smooth. Says he has been getting cut by the catheters as a result. He has had bleeding for a day, and then it subsides.

Manufacturer narrative:
Samples (8) were received for evaluation. Eight (8) pcs with lot 4678381 received on 2016-01-12 and tested. Test result: all products were tested ok. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Because the test result of the returned samples were ok, and (B)(4) was initiated to follow the rough eyelets issue, so complaint closed.

Event description:
End user received order of 418. He says the holes do not appear to be punched correctly (not smooth around holes). Says the area around the holes are "bulged up" leaving the eyelets rough rather than smooth. Says he has been getting cut by the catheters as a result. He has had bleeding for a day, and then it subsides. He says he has not needed additional medical attention because the problem seems to have corrected itself.